Manufacturer narrative:
Bec is filing this MDR because drug calibrator 3 reagent contains materials of human or animal origin and should be considered as potentially capable of transmitting infectious diseases. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they received an empty vial of drug calibrator 3. According to customer, the reagent appeared to have leaked out from the vial. Customer reported that there was no crack on the vial. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.